Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the defibrillation test. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the mrx defibrillator indicating that the defibrillation test failed. There was reportedly no patient involvement. An authorized service provider (asp) evaluated the device onsite and it was determined that this was a malfunction of the high voltage capacitor. The customer refused philips servicing and used a non-philips service to repair the device. The device remains at the customer's site. No further action is warranted at this time.